Event description:
It was reported that during a study session, the cardiosave intra-aortic balloon pump (iabp) compressor is loud at the briefing session. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit's compressor is loud (at the briefing session).

Manufacturer narrative:
Updated fields: b4, d1, d4, d9, g3, g6, h2, h3, h4, h6, h11. Corrected fields: e1. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the malfunction. The fse found the scroll compressor to be loud and weak. The fse replaced the compressor, and the unit passed all functional and safety tests. The failure analysis and testing dept. Received part number 0119-00-0236 rev. A, sn (B)(6) _dtech, with a reported unit failure of the compressor having a loud noise. The fat performed a visual inspection and found the part to be in good condition. The fat installed the compressor in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure.